Event description:
It was reported that a male pt was in the cath lab having an intra-aortic balloon (iab) inserted when the incident occurred. The super arrow-flex (saf) sheath was inserted via the left femoral artery. When the physician inserted the iab catheter, it could not be advanced through the sheath. The physician removed the catheter and sheath together, opened a new kit and balloon and finished the procedure. There was no reported pt death, injuries or complications. No medical/surgical intervention was required. The delay in treatment was about 10 minutes to remove and replace the product. The pt outcome is listed as fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.